Event description:
It was reported that the customer had high blood glucose levels of 420 mg/dl. The customer reported that the insulin pump alarmed no delivery multiple times. The customer declined to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.